Manufacturer narrative:
On (B)(6) 2008 an onxmc 25/33 sn (B)(6) was used in a case for a 42-year-old female in the mitral position. A second aortic on-x was reported to device tracking as implanted in the same position, same patient: on (B)(6) 2024 onxmc 25/33 sn (B)(6) (5,526 days or over 15 years post-implant). Attempts to receive additional information received no response. Review of manufacturing records show no processing issues. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve list the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. After multiple attempts to obtain additional information, we completed this report with the limited available information and as such determined that there is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal over 15 years post implant. The risk management and usability engineering file for the on-x heart valve was reviewed and found to be adequate. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. There is insufficient evidence of a product failure mode; thus, severity and occurrence is not evaluated. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query was performed to identify previously reported complaints or recalls associated with sn (B)(6). No complaints or recalls associated with this sn were identified. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
A mitral implant registration card (irc) was received for a patient with an existing mitral implant, indicating explant of the original mitral valve.